Event description:
During cholecystectomy handswitch remained activated after surgeon removed pressure from coag activation button. Md and tech also noted a 0.7 cm arrowhead shaped charred area on pt's abdomen approximately 2 inches from incision site.